Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump display went blank on saturday. Customer stated that he has been off the pump since then. Customer checked his blood glucose earlier and it was under 500 mg/dl. Customer has treated via syringe as he is on a back-up plan of levimer. Customer stated that he had discovered corrosion on the battery cap. Customer cleaned it with a wire brush and now the metal contacts have broken off the cap. Customer got a battery out limit alarm today when a new battery was inserted. Customer declined troubleshooting as the pump has not gotten wet. Customer declined troubleshooting for the blank display. Customer stated that the pump alarmed after a battery change and was alarming during the call. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer was advised to monitor the pump.